Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the insulation on the right ventricular lead was broken. The lead was capped and replaced on 13 jan 2023. The patient was in stable condition.